Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery dropped from 50% to 10% while connected to a power source. Reportedly, the battery went back up to 80% after charging for a period of time. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy and monitor the pump battery.